Manufacturer narrative:
Additional info: optical examination identified localized damage on the ~2nd thread of the break-off portion of the implant (~6th thread overall). Functional evaluation of the implant was able to fully engage the set screw into a sample m8 rmas head without issue, although some drag was noted. The source of the damage is unknown.

Event description:
The patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion in the bone screw. The set screw was changed out for a new set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.